Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with the pd treatment. The fluid was discovered during treatment complete after treatment. There was fluid found in the pump module area and fluid on the external part of the cassette. Fluid seemed to have leaked from some place on the cassette. There was no tear or apparent damage seen to the cassette. Caregiver was advised to let the cycler dry out overnight and then resume use the next day. In a follow up, the patient's caregiver verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry overnight and has been using it since.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with the pd treatment. The fluid was discovered during treatment complete after treatment. There was fluid found in the pump module area and fluid on the external part of the cassette. Fluid seemed to have leaked from some place on the cassette. There was no tear or apparent damage seen to the cassette. Caregiver was advised to let the cycler dry out overnight and then resume use the next day. In a follow up, the patient's caregiver verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry overnight and has been using it since.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.